Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a compressor failure message. Complainant indicated that the clinician manually ventilated the patient to continue treatment. When the ventilator was manually rebooted, the device operated to specification. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.